Event description:
The customer reported being hospitalized for high blood glucose of 500 mg/dl. Troubleshooting was performed. The customer stated that she had nausea, vomiting, abdominal pain, excessive thirst, and mild ketones. The programming, time, basals, daily totals, bolus history, and alarm history appeared to be correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.